Event description:
Literature: askermans l, duits a, van der linden c, et al. Double-blind clinical trial of thalamic stimulation in pts with tourette syndrome. Brain. Mar 2011;134(pt3):832-844. Doi: 10.1093/brain/awq380. Summary: the authors used deep brain stimulation of the thalamus as a therapeutic option in pts with tourette syndrome who are refractory to pharmacological and physiotherapeutic treatment. Pts were invited to take part in a double-blind randomized cross-over trial assessing the efficacy and safety of stimulation of the centromedian nucleus - substantia periventricularis - nucleus ventro-oralis internus crosspoint in the thalamus from (B)(6) 2005 to 2009. After surgery, the pts were randomly assigned to 3 months stimulation followed by 3 months off stimulation (group a) or vice versa (group b). The cross-over period was followed by 6 months on stimulation. Assessements were performed prior to surgery and at 3, 6 months and 1 year after surgery. All pts experienced subjective gaze disturbances and reduction of energy levels; there were no reports of any sexual problems. Reportable event: the authors reported that one pt (pt 3) experienced a serious adverse event; the pt developed a staphylococcus aureus infection in the interclaviculare region of the pulse generator. This was successfully treated with 6 weeks of intravenous antibiotic therapy (flucloxacillin and clindamycin). The stimulation parameters were adjusted in order for the pt to perform specific tasks at work and home. See literature article attached to MFR report# 3007566237-2011-07436.

Manufacturer narrative:
(B)(4).